Manufacturer narrative:
Additional information received reported that the meaning of malfunction, which was the reason for explant, meant that the patient was not happy with the lens and wanted a monofocal lens for the left operative eye. Also, the surgeon's name was dr. (B)(6) and the patient was a male with date of birth (B)(6). There was no incision enlargement or vitrectomy performed. The replacement lens was a zcb00 19.0 diopter intraocular lens (iol). Also, the patient is reportedly doing good post-operatively. No additional information was provided. Age/date of birth: (B)(6). Gender/sex: male. Initial reporter name: dr (B)(6). Health professional: yes. Occupation: physician. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 10/23/2017. Device returned to manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed the lens is cut and it is damaged on the anterior side. The product is most likely damaged due to explant. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 19.5 diopter intraocular lens (iol) was implanted on (B)(6) 2017. It was later explanted on (B)(6) 2017 due to a malfunction. Reportedly, the lens was replaced with a zcb00 iol, but the diopter was not provided. No additional information was provided.